Event description:
From physician report: I stapled across the base of ms. Appendix thinking that a fresh blue staple load had been placed in the device. Instead the stapler was still loaded with the spent cartridge left over from firing the first staple load. The stapler permitted me to fire the stapler, cutting across the base of the appendix but not deploying any staples because of the spent cartridge being in place. I had previously thought that the stapler device would not permit the surgeon to fire the device again after the staple cartridge had been used. The open base of the appendix was immediately recognized. There was no spillage. The cecum was grasped with atraumatic graspers and the base of the cecum was stapled across, removing the appendiceal aperture. This was confirmed by examination of the specimen on the back table. The procedure concluded as planned.